Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, urinary problems, recurrence, dyspareunia, vaginal scarring, emotional distress anda product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported was natural.